Event description:
The following information was reported: balloon loss of pressure during initial prep, a second device was then used. The device was not saved due to the patient's blood on the table and the device being contaminated with hepatitis c and hiv positive.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. The review of the lhr (lot f1412206) indicated that the device lot met all established performance criteria prior to shipment. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined.